Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s pump was removed in (B)(6) 2010 because, the patient got a (B)(6) infection. The pump was infusing baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Event description:
Additional information received reported patient had a reaction to the baclofen pump and it had been turned off for greater than 3 years now. The signs and symptoms of infection were fever, redness, swelling, drainage, pain, incisional wound opening and pocket erosion. It was unknown the primary location of the infection. A culture was obtained but the type of organism cultured was unknown. Treatments instituted for the infection were unknown. There was no drug withdrawal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6); product type catheter. (B)(4).